Event description:
It was reported the device was leaking. No patient involvement reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed cracked tank cover. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The root cause of the reported issue was able to be determined to be customer damage. Actions were taken to mitigate the reported issue: replaced the tank cover. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.